Manufacturer narrative:
Batch review performed on 25 may 2021: lot 111866: (B)(4) items manufactured and released on 06-july-2011. Expiration date: 2016-05-31. No anomalies found related to the problem. To date, all items of the same lot have been sold. No other similar events have been reported on this lot since 2017.

Event description:
The patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head with competitor hardware and revised the medacta liner with a medacta liner 9 years 9 months after the primary. The surgery was completed successfully.